Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 16606594, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead had high impedances. The patient underwent lead replacement procedure. Patient fully recovered postoperatively. Nothing will be returned per facility policy.